Manufacturer narrative:
UDI - not required for the reported product code/lot number combination. Note: although this report is related to a product that is labeled for use in the veterinary market, the product is identical to product that is labeled for human use. Therefore, this report is being submitted as a precautionary measure. This report was not associated with a human patient. The actual device was not returned to the manufacturing facility. Therefore, the investigation was based upon evaluation of the user facility information, and the retention samples of the involved product code/lot number combination. Visual inspection revealed no defects. Retention samples were evaluated for cannula stiffness and resistance to breakage and all samples were compliant per iso 9626. A review of the device history records for involved product code/lot number combination was conducted with no relevant findings. A review of the complaint files for fy16 was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual, functional and sensory inspections and all samples for the complaint lot passed. There is no evidence that this event was related to a device defect or malfunction. Without the returned device the exact cause cannot be definitively determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for tracking, trending, and follow up. Device not returned to manufacturer.

Event description:
The user facility reported cannula breakage when using the involved device. The following information was provided by the user facility: the needle broke during a cystogenesis procedure on a canine patient, requiring surgery to remove the broken needle within the abdomen; the needle had bent all the way down at the hub, and when the plunger was pulled back to perform (aspiration) procedure, it was noted the needle had broken off and was inside the canine patient; surgery was performed to remove the needle and the canine patient is resting comfortably; and the broken components were disposed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation of the returned 13 unused samples from the report lot number. The actual device was not returned to the manufacturing facility for evaluation, however, thirteen unused samples were returned for evaluation. Visual inspection revealed no defects. In additional seven samples were tested for cannula resistance to breakage and six samples were tested for cannula stiffness. All samples met specification and compliant iso 9626. Based on the investigation results the returned samples were the normal product. There is no evidence that this event was related to a device defect or malfunction and the exact cause for the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.